Event description:
It was reported that a tritanium pl cage fractured intra-operatively. The fractured components were removed from the patient, resulting in a 30-60 minute surgical delay, and the procedure was completed successfully.

Manufacturer narrative:
Additional data: d4, h4. H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.